Event description:
The site of a patient's interstim implant was infected. For that reason, the interstim implant was removed and a swab was sent for culture. The explanted device was cataloged according to hospital procedure and will be stored for three years.